Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the prime process. The caller did not provide the blood glucose reading. The customer stated that the event occurred 3 weeks prior to the call, and she was unsure of the blood glucose reading at the time. She declined troubleshooting assistance. Nothing further reported.